Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8703w; lot# l69616; implanted: (B)(6) 1999; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of morphine at 9.3 mg/day, and 5 mg/ml of bupivacaine at 2.45 mg/day, via an implantable pump for non-malignant/other non-malignant pain. On (B)(6) 2020, it was reported that the patient noticed a critical alarm from their pump on (B)(6) 2020. They subsequently began having symptoms of withdrawal, and was seen by a remote health nurse who confirmed that the patient had experienced a series of stalls. The motor stalls were persistent as the remote health nurse attempted to restart the pump, but it immediately returned to a stall. It was noted that the patient received a high concentration of morphine and bupivacaine. The pump was placed on minimum rate, and the patient was sent to the hospital for further care. The patient was admitted through the ER, and was given an IV drip of morphine to relieve the withdrawal symptoms. The patient was scheduled for an immediate pump replacement on (B)(6) 2020 by their healthcare provider. No analysis had been done of the catheter and none was planned. The pump was replaced on (B)(6) 2020. The issue was not considered resolved at the time of the report.